Event description:
On (B)(6) 2012, the patient was undergoing a thrombectomy procedure. The physician advanced the reperfusion catheter 041 into the m1 and inserted the separator 041. After starting aspiration, the physician found it was not aspirating properly and checked the aspiration tubing. It was then revealed that air was seeping through the switch. The physician used another new aspiration tubing finish the procedure. In regard with the reperfusion catheter 032, the catheter was broken as the physician withdrew it from the catheter holder to start aspiration. The physician used another new reperfusion catheter 032 to finish the procedure. This MDR is associated with MDR 3005168196-2012-00374

Manufacturer narrative:
Results: the catheter proximal shaft is broken 45.5 cm from the hub shaft joint. Conclusion: the catheter is broken as noted in the complaint. The cause cannot be determined directly but the stretched portions at the break site imply that tensile force in excess of the product specification was applied to the catheter during removal from the packaging. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, quality, or design concerns.